Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the paramedics were called as a result of the customer's high blood glucose levels. Adjustments to the basal rates were made by order of the healthcare provider, and the customer was not taken to the emergency room. The blood glucose reading was 523 mg/dl at the time of the 911 call. Customer's mother confirmed customer was wearing the pump at the time of the 911 call. Significant event leading up to the 911 call: customer may not have bolused for a meal. Customer's mother also stated that the cannula may have been bent during infusion set change. Nothing further reported.